Event description:
The customer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the device failed to power up. There was no report of patient involvement. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.